Event description:
Procedure: sleeve gastrectomy. According to the rptr: the sulu was fired and resulted in a handle crack on the first handle squeeze. Staples did not form properly. Another reload was placed just lateral to the cut line of the misfired reload and was fired successfully. Significant bending of the anvil can be seen. The staple line was over-sewed which extended surgery time by 30 to 45 minutes.

Manufacturer narrative:
(B)(4)